Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
The tip of the metal bit has snapped off [device breakage]. The head keeps coming loose [device connection issue]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via phone on (B)(6) 2016 that the tip of the metal bit had snapped off of his oral-b rechargeable toothbrush, version unknown. He stated that he hadn't dropped the toothbrush and it had been like this for a week. As such, the consumer explained that the oral-b brushhead, version unknown kept coming loose. The consumer checked the toothbrush against his old toothbrush and stated that it was noticeably shorter. No symptoms developed.